Event description:
On arrival, the patient was found in cardiac arrest. Pads (electrodes) were placed on the patient; defibrillator activated. Pads failed to analyze. Equipment was taken out of service immediately. Sent for service. Company was unable to duplicate error. No equipment failure was noted.======================manufacturer response for defibrillator, external, automated, lifpak 1000(per site reporter).======================manufacturer tested equipment under warranty and was unable to duplicate error or find anything wrong.